Manufacturer narrative:
Additional information: section d-9: device available for evaluation? Yes, section d-9: device date returned to manufacturer: 07-july-2023, section h-3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, that the complaint lens was received cut in half. And had a detached haptic. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. The complaint issues were not confirmed. The other observed issues, during the product evaluation could not be confirmed, to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed. And no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the patient had residual refractive error with dfw150u225 lens and doctor was planning to replace with another synergy lens. Additional information received revealed that the surgeon cut the lens into 3 pieces to remove and no widening of the incision or sutures were used. No other information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.